Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's experience of defective set was confirmed. The smartsite was observed to be deformed. The root cause of this issue was identified as a supplier manufacturing issue. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed. No quality issues were noted during the identified production build time period of this set model# for the failure mode reported.

Event description:
Customer reported the set was defective and unable to be used. This occurred prior to be used on a pt. No further info was available.